Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation, no defect detected most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 89 and 281mg/dl. The expected fasting blood glucose test result range is below 150mg/dl. The customer did not report symptoms. Medical attention was reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer (declined). The test strip lot manufacturer¿s expiration date is 12/18/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).